Event description:
Pt was implanted with dhs construct on (B)(6) 2011 for a basi-cervical neck fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a malunion. Surgeon removed all hardware and revised pt to 120 degree osteotomy plate construct. Pt tested positive for (B)(6). This is the fifth report of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.